Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted imaging was challenging throughout the procedure. An ntw clip (40731r1080) was inserted, and grasping was performed. However, grasping was noted to be difficult and the anterior leaflet briefly became caught between the gripper and the shaft of the clip delivery system (cds). Troubleshooting was performed and the clip was removed from the leaflet without causing damage. It was then observed the anterior gripper was not lowering. The clip was retracted into the left atrium (la) and troubleshooting was performed. The issue was unable to be resolved; therefore, the clip was removed and replaced. It was noted while outside of the anatomy, the gripper line was observed in a loop outside of the clip. Another ntw clip (40731r1119) was inserted and advanced into the la. While in the la, it was observed one of the grippers was not lowering. Troubleshooting was performed and it was noted the grippers functioned properly after the lock lever was pulled past the blue line. The clip was then successfully deployed, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported single gripper actuation issue and unable to grasp leaflets were unable to be determined. The reported difficult positioning in anatomy was due to procedural circumstances. The reported irregular gripper line appearance seems to be related to procedural circumstances the reported difficult imaging was due to patient anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.